Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the unicel dxc 600 pro synchron system. The fse inspected the instrument and found cuvette wash station vacuum tubing cracked and leaking. The failure mode was identified as a cracked cuvette wash station vacuum tubing. The fse replaced the cuvette wash station vacuum tubing to resolve the issue. Performed system verification successfully without issue. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is case (B)(4).

Event description:
The customer questioned patient results for multiple analytes and erratic quality control (qc) issue on their unicel dxc 600 pro synchron system. The customer with not provide the number of patient samples affected or the analytes affected. The customer did not report the erroneous results outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.